Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. The field service engineer replaced the faulty keyboard to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the keyboard was not working. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this event.